Event description:
It was reported that during an implant procedure the right ventricular lead was manipulated multiple times and "suddenly" the impedance dropped into the low range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and no anomalies were found.